Event description:
A customer contacted beckman coulter (bec) reporting that the probe was leaking 2 - 3 mls in the tube holder on the coulter ac*t diff 2 hematology analyzer and drops were observed on the metal cover covering the baths when the customer opened the front door of the instrument. The leak was contained within the instrument as it was in the tube holder and on top of the metal cover that covers the baths. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during the occurrence of this event. There was no exposure to open wounds or mucous membranes. No erroneous results were generated as a result of the leak.

Manufacturer narrative:
A bec field service engineer (fse) assisted the customer with correcting the issue via telephone. The fse instructed the customer to replace the probe wipe. The customer ran the instrument for the next two (2) days with no further leaking observed. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).